Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since there was a shipping track record of the design change product before the event date, it was determined that the subject device was a design change product (new distal cover). Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. 3. The device was used in a laparoscopically guided case that was not indicated. Therefore, it was in a state where it was easy to encounter other products that were used in combination with the device. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Intended use: this instrument is intended to be used with an olympus video system center, light source, documentation equipment, monitor, endotherapy accessories (such as a biopsy forceps), and other ancillary equipment for endoscopy and endoscopic surgery." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ ¿use under laparoscopic guidance is not covered and is not guaranteed by us. Please be careful when handling the device.¿ olympus will continue to monitor field performance for this device.

Event description:
This event requires two reports: patient identifier (B)(6) for the single use distal cover (this report); patient identifier (B)(6) for the scope.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023-00241. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported, on behalf of the customer, that the single use distal cover of the evis exera iii duodenovideoscope fell off in the patient during a laparoscopic guided procedure. It was reported that there was off label use during the laparoscopic guided procedure, but the details were not provided. The cover appeared to have caught on the laparoscope and reportedly fell into the peritoneum but was retrieved. There were no reports of patient harm or impact associated with the reported event. Additional information was requested multiple times but was not provided. This event requires two reports: patient identifier (B)(6) for the scope. Patient identifier (B)(6) for the single use distal cover (this report).